Manufacturer narrative:
Eval results: (ruptured vessel/aneurysm). Conclusion: (heavily calcified aortic wall and aortic bifurcation).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic wall and bifurcation were heavily calcified. It was reported this made it difficult to get the delivery system up through the aneurysm to the level of the renal arteries. After a lot of pushing on the delivery system they were finally able to get the delivery system up and deployed the stent graft. The remainder of the stent grafts were deployed (2 iliac limbs); however, there was a small type 1 endoleak and a type 2 endoleak which was coming from an active lumbar artery. An 18 fr sheath was used to aid in the procedure and the bifurcated stent graft was stapled to the aortic wall with endostaples, but that did not resolve the type 1 endoleak. After the 18 fr sheath was removed, the blood pressure dropped rapidly and the pt crashed. The decision was made to convert to open repair. During the conversion, the aorta was found to have ruptured and the physician speculated that during the insertion of the bifurcated delivery system, it might have scrapped the side of the aorta and ruptured it. The bifurcated stent graft had to be pulled very hard for its removal because of the endostaples. A bifurcated hemashield graft was sewn in and the procedure was successfully completed. The pt tolerated the procedure well.